Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was hospitalized for elevated blood glucose (bg) over 500mg/dl with large ketones, abdominal pain, nausea, vomiting, drowsiness, increased thirst, and increased urination. The patient was reportedly treated with intravenous fluids and remained on the pump. The reporter noted that the patient's healthcare provider changed basal rates before/after the alleged incident. During troubleshooting, it was determined that the user was not using adequate prime volume when priming the infusion set tubing. There was no indication or allegation of a pump defect. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with use error of the pump.